Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There was no reported product deficiency. The reported death, myocardial infarction (mi), and arrhythmias (ventricular fibrillation) are known adverse events listed in the xience v instructions for use. Although a conclusive cause for the reported patient effects and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design or labeling.

Event description:
It was reported that 3 days post-implantation of 2 xience v stents in the proximal and distal diagonal artery, the patient died from ventricular fibrillation resulting from a myocardial infarction. An autopsy was not performed. During implantation of the xience v stents 3 days prior, pre-dilatation was performed and a maximum of 12 atmospheres of pressure was applied to successfully deploy the 3.0 x 28 mm xience v stent in the distal section of the lesion. The 3.5 x 15 mm xience v stent was then deployed in the proximal portion of the lesion under a maximum of 10 atmospheres. Post-dilatation was performed to complete the procedure. No additional information was provided.